Manufacturer narrative:
On april 26, 2021, mentor became aware that the customer accidentally discarded the implant related to this complaint. Therefore, impacted implants will not be available for evaluation. Field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left gel leak, capsular contracture; baker grade IV, and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 200cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV, and bilateral ptosis postoperatively. The implants were not ruptured, but silicone was oozing from them. As a result, the patient underwent bilateral explantation and replacement with mentor 225cc saline implants on (B)(6) 2021. This report is for the patient¿s left-sided device.